Event description:
It was reported that a new ilet user experienced postprandial hypoglycemia during the device learning phase, with a lowest blood glucose of 55 mg/dl, and the device alerted to the low; glucose administration corrected the event and no external assistance or medical intervention was required. Symptoms included no reported clinical manifestations. Outcomes included transient hypoglycemia without incapacitation or medical care. Investigation included user education, review of low blood glucose correction practices, and confirmation that the ilet provided low alerts and is adapting dosing during the learning period. Investigation of this case revealed no device malfunction and indicated expected adaptive dosing behavior during early use, with appropriate alerting and successful correction using oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.